Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total hip replacement, at closure of the capsule, two sutures had the needle pulled off the thread after one bite of tissue. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.